Event description:
It was reported that the patient fell which caused a spike in impedance in their right ventricular (rv) lead as well as dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient called the device clinic due to their device beeping. A transmission was sent and high impedance was indicated. The lead was fractured, had high pacing impedance, and oversensing with five hundred and twenty one sensing integrity counter (sic) and thirty three non-sustained ventricular tachycardia episodes.